Event description:
Pt admitted for shortness of breath and decreased exercise tolerance after successful CABG and dual chamber pacemaker placement in 1999. EKG monitoring revealed intermittent pauses and periods of slow intrinsic rhythm (atrial fibrillation) suggesting ppm sensing failure: lead fracture. Lead fracture confirmed by x-ray and ppm interrogation. Fracture determined to be "crush" fracture secondary to compression by clavicle-sternal proximity. Following trans-venous placement to right ventricle, lead was replaced.